Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to associated manufacturer report 3005099803-2009-05407 and 3005099803-2009-05408 for a description of the other devices. It was reported to boston scientific corporation that an extractor rx retrieval balloon, a spyglass direct visualization probe and a spyscope access and delivery catheter were used during an ercp (endoscopic retrograde cholangiopancreatography) with spyglass ehl (electrohydraulic lithotripsy) procedure performed in 2009 (a male pt). According to the complainant, during the procedure, the stones were broken into smaller fragments using an ehl probe and the spyglass direct visualization system. The stone fragments were then swept out with an extractor retrieval balloon. The physician indicated that he was not aware of any pt complications post procedure. While at another hospital, the performing physician was informed by a referring physician that the pt had expired. The exact day of the pt's death is unk; however, it was reported to be approximately three days post procedure. An autopsy will not be performed. The cause of death is unk at this time. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of death was approximately three days post procedure. The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.